Event description:
It was reported that the patient had a driveline communication fault alarm in the morning. Log files were submitted for review. The system controller and the modular cable were exchanged. The exchanges were said to have resolved the alarm. Additional log files were submitted for review which showed that the communication fault alarms did not return. Technical services stated that the submitted images of the modular cable inline connector revealed no signs of fluid ingress. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted log files; however, it was not reproduced. Data from the reported event date of 08may2025 in the submitted controller event log file (B)(4) was reviewed. From the beginning of the log file on (B)(6) 2025 at 09:27:29, a driveline communication fault alarm was active. The initial conditions that caused the alarm to activate and the exact time that the alarm activated could not be determined as the data was overwritten by newer incoming data. The alarm did not affect the system controller¿s ability to operate the pump at the set speed. There were no other notable alarms observed in the log file. A review of the downloaded controller periodic log file (B)(4) spanned approximately 12 days at 1-hour intervals (on (B)(6) 2025 per time stamp). The driveline comm fault alarm was active on (B)(6) 2025 at 03:57:37 and is covered under the controller event log file. There were no other notable alarms observed in the log file. The system controller, serial: (B)(6), was functionally tested with the returned modular cable and found to operate as intended during analysis. The system controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Additional information provided stated that the alarm resolved after the controller and modular cable were exchanged. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 left ventricular assist system patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 left ventricular assist device, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 08may2025 was reviewed. The log file captured a driveline communication fault alarm from the first event in the log file (captured on (B)(6) 2025 at 04:16:53) to the last event in the log file (captured on (B)(6) 2025 at 09:27:29). The initial conditions that caused the alarm to activate and the exact time that the alarm activated could not be determined as the data was overwritten by newer incoming data. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis and if the alarms have fully resolved after exchanging the equipment; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the exchange of the equipment resolved the driveline communication faults.